Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. All the baseline testing was performed and had found no anomalies. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) previously showed two years remaining longevity. During the recent check, the device showed less than three months remaining longevity. Moreover, device emitted beeping tones. Boston scientific technical services (ts) discussed could be that device declared explant and came back out of that state. Analysis showed that the device tripped elective replacement indicator (eri) but reverted. There was no low voltage fault declared, but the device was depleting in a manner consistent with the low voltage capacitors advisory. There were no other suspicious faults or resets stored within device memory. The device hardware was not detecting the loss of battery energy. Because of this, the battery status indicators were not reflecting the depletion condition and were inaccurate. The device was malfunctioning. The device should be replaced and returned for detailed analysis. Additional information obtained from the field which indicated that the device was explanted. No additional adverse patient effects were reported.